Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical evaluation revealed we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a smith and nephew device malfunction. Based on the information provided due to hippa, no relevant clinical information will be provided. In addition, it was reported the s&n product used in the procedure was discarded. Without the requested clinical information or the device, the root cause of the reported breakage cannot be determined. According to the complaint, during the procedure the missing piece of the microblator was not found, the procedure was completed using a back-up device with a two-minute delay. Per subsequent e-mail, the sales representative reported he found out the following information second hand from a different staff member, ¿the patient had to go to the ER and had a subsequent procedure done. They found the tip in her middle ear. Also heard second hand that the patient has lost her hearing in that ear.¿ therefore, the impact to the patient beyond that which already been reported cannot be determined. Should any additional relevant clinical documentation be provided, this compliant would be re-assessed. ¿a relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a tmj (temporomandibular joint) procedure, the tip in the microblator 30 icw was missing and the wand was not straight. The missing piece could not be found. It is unknown if there was a delay but the procedure was completed with a backup device. The patient had to go back to the ER and a subsequent procedure was done. The tip of the device was found in the patient's middle ear. The patient lost her hearing in that ear. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.